Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that only the distal end was returned. The insulation was abraded at 11.0 cm to 11.7 cm and at 38.9 cm to 39.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported noise.